Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving mitigo (20 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a motor stall code (8476) was seen on the patient¿s ptm (personal therapy manager) and the pump was alarming. No patient symptoms were reported. No further complications have been reported as a result of this event.